Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge during normal use. A new cartridge was successfully loaded onto the pump. Blood glucose level was 256 mg/dl.